Event description:
It was reported that an ilet pump¿s screen was cracked and unresponsive, and a replacement device was arranged with instructions for shutdown, data syncing to the mobile app, return of the original device, and start-up requirements for the replacement. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included continued diabetes management using the cgm via the dexcom app or receiver without interruption. Investigation included shipment tracking verification and confirmation of receipt of the returned device. Investigation of this case revealed physical damage to the display interface consistent with a broken screen and associated loss of touch responsiveness, with no indication of device alarming or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was damage due to external force.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.